Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side thin layer of liquid, cystic structures, double grade ii capsule, and folds. Device has been explanted.